Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing. The results of the analysis confirmed the cable connected to the speaker was broken. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a broken cable connecting the speaker. The issue was resolved by replacing the speaker assembly and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on intellivue multi measurement server x2 indicating that while performing product training, a speaker equipment malfunction inop was displayed and there was no audible sound when the device was turned on. The device was not in use on patient at time of event, there was no adverse event reported.